Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the keypad was peeling from the base. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All keys respond appropriately and there was no evidence of contamination. The display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.